Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer will not be returning the defective blender assembly for evaluation .therefore, the root cause could not be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the vela ventilator was showing low inlet alarm and fio2 (fraction of inspired oxygen) delivery issue. The customer confirmed that there was no patient associated with the reported event.